Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and genital bleeding. Concurrent conditions included obesity, asthma, shoulder pain, insomnia, dry mouth and skin peeling. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophene) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic area pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted :for date of insertion (B)(6) 2010 and (B)(6) 2010. Current weight 240 lbs. Plaintiff did not undergo confirmation test. (Discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, fatigue, headaches, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum') and genital haemorrhage ('abnormal bleeding (general)') in a(B)(6) female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and genital bleeding. Concurrent conditions included obesity, asthma, shoulder pain, insomnia, dry mouth and skin peeling. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophene) since 2010 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"), 7 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic area pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have antinuclear antibody positive ("autoimmune diagnosed- type of autoimmune : ana positive"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia and antinuclear antibody positive had resolved and the depression, anxiety, rash and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted :for date of insertion (B)(6) 2010 and (B)(6) 2010. Current weight (B)(6) . Plaintiff did not undergo confirmation test. (Discrepancy noted in pfs) treatment received for pain, bleeding, migration and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, fatigue, headaches, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: the events ¿device dislocation¿, ¿abnormal bleeding (vaginal)¿ and ¿abnormal bleeding (menorrhagia)¿ were updated to recovered. Reporter information was added. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and genital bleeding. Concurrent conditions included obesity, asthma, shoulder pain, insomnia, dry mouth and skin peeling. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2018. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"), 7 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic area pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have antinuclear antibody positive ("autoimmune diagnosed- type of autoimmune : ana positive"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia and antinuclear antibody positive had resolved and the depression, anxiety, rash and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted :for date of insertion (B)(6) 2010. Current weight 240 lbs. Plaintiff did not undergo confirmation test. (Discrepancy noted in pfs). Treatment received for pain, bleeding, migration and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 700544, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and genital bleeding. Concurrent conditions included obesity, asthma, shoulder pain, insomnia, dry mouth and skin peeling. Concomitant products included drospirenone + ethinylestradiol (yaz) from july 2010 to september 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophene) since (B)(6) 2010 and salbutamol (albuterol) since september 2018. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced pelvic pain ("physical pain / pelvic area pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have antinuclear antibody positive ("autoimmune diagnosed- type of autoimmune : ana positive"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, rash and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia and antinuclear antibody positive had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted :for date of insertion (B)(6) 2010. Current weight 240 lbs. Plaintiff did not undergo confirmation test. (Discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, fatigue, headaches, hair loss and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events, "autoimmune diagnosed- type of autoimmune : antinuclear antibody positive" was added. Outcome of events, "pain, bleeding, autoimmune, fatigue, hair loss" were changed to "recovered/resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and genital bleeding. Concurrent conditions included obesity and asthma. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2010, nsaids, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol (albuterol) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic area pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted :for date of insertion (B)(6)2010. Current weight (B)(6). Plaintiff did not undergo confirmation test. (Discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received- new events¿ abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, rash, migration of essure device location of device: posterior to the l fallopian tube at the cornua within the peritoneum, dysmenorrhea (cramping), abdominal pain, fatigue, weight gain, hair loss¿, outcome of the events pelvic pain and abdominal pain updated from unknown to recovered/resolved. Events onset ,concomitant drugs, conditions, lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.